Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 371 mg/dl at the time of the incident, 296 mg/dl. It was reported that the insulin pump had blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump passed the dat test at 0.08665 inches. Insulin pump was monitored and tested with no failed battery test, weak battery alarm, blank display and unexpected battery out limit alarm noted. Insulin pump was received with stripped battery cap coin slot (p), corroded battery tube, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.